Event description:
Reportedly, the subject programmer displays lines on the screen.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer displays lines on the screen.

Manufacturer narrative:
Preliminary analysis of the returned programmer showed that the screen flex cable that connects the video board to the carrier board seems worn out and needs to be replaced.

Event description:
Reportedly, the subject programmer displays lines on the screen.